Event description:
--

Event description:
Boston scientific crm received information that over one year this pacemaker went from a longevity remaining of 4.5 years to 1.5 years. The atrial threshold was high and the magnet rate was at 90bpm. At the most recent follow up visit the longevity remaining was 2 years. A boston scientific crm technical consultant was contacted. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. A boston scientific crm technical service consultant performed a longevity calculation and discussed that the magnet rate was at 90bpm (which is approximately 1 year remaining. However, the longevity remaining according to the battery gauge was 2 years and the longevity remaining revealed approximately 2 years longevity remaining. The longevity estimate is based on today's settings and the last 30 days of pacing. The true value is the magnet rate/battery gauge as they are based off of the time it takes to charge the pacing capacitors. The patient will be monitored every three months. Should additional information become available this event will be updated.

Manufacturer narrative:
A boston scientific crm technical consultant and engineer reviewed the save to disk and discussed the results. The device is operating normally and the reason for the observed behavior is that the battery operates within "current bins" to calculate longevity - the higher the current bin required, the lower the longevity. At the present device outputs, impedances, pacing percentage, etc., it is right on the border between 2 current bins which will likewise vary the longevity remaining. At the time of the memory dump, the device was in the higher current bin and the estimated longevity is approximately 1.5 years. If it is medically reasonable and appropriate to lower the outputs, pacing percentages, etc., the device could go to the lower current bin and the remaining longevity would increase to approximately 3.0 years. Should additional information become available an amended report will be submitted.